Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a gore® dryseal sheath with hydrophilic coating were used as part of an endovascular aortic repair. A 16fr sheath (dsl1628j/ 15809320) was inserted from the patient¿s left side to implant a gore® excluder® aaa endoprosthesis. After the endoprosthesis was implanted, a procedural angiograph reportedly revealed a suspected dissection in the left external iliac artery. According to the report, it was visually unclear if the angiograph showed a dissection or calcification. The physician decided to implant a bare metal stent in the left external iliac artery as a preventive measure to cover the dissection. A 10mm x 40mm stent was implanted on the left side. A final angiograph reportedly showed good blood flow through the limb, and the procedure was concluded without any further reported complications. The patient tolerated the procedure. It was reported that both of the patient¿s external iliac arteries were moderately calcified. The physician stated that the dissection may have been caused by the sheath traversing the calcified region of the patient¿s anatomy.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). The gore® dryseal sheath with hydrophilic coating IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.